Event description:
It was reported that during a prostrate procedure, fiber tip broke at 92,705 joules. The physician performed a turp to complete the case. "No harm to the patient" reported.

Manufacturer narrative:
(B)(4).